Manufacturer narrative:
Continuation of d10:  section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative, deployment of the leadless implantable pulse generator (ipg) resulted in only one tine attached. Recapture was performed. Thereafter, a decrease in blood pressure was confirmed and echocardiography was performed and it was noted that the patient experienced pericardial effusion. It was reported that hypotension was caused by cardiac tamponade. Pericardial p uncture/drainage was performed, medication was administered and fluid infusion was performed. Computed tomography imaging was performed, and pericardial fluid was no longer present, but blood pressure did not improve, so resuscitation and percutaneous cardiopulmon ary support (pcps) was performed. It was reported that patient died. Cause of death was provided as: cardiac death, hypotension caused by tamponade..